Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented in the emergency room after receiving inappropriate therapy. The device was interrogated and episodes of far-field p-wave oversensing were noted on the device. The device was explanted and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: d10, h3, h6. Upon receipt, the device was interrogated on a programmer and normal communication was established. The device was above elective replacement indicator. The reported event of oversensing was confirmed in the device image. The electromyograms were reviewed by technical support and it was concluded that the device appears to have behaved as programmed. Bench testing found the device to be normal. No anomalies were found.